Event description:
This is the third of five reports for one device. On (B)(6) 2013 a dealer representative called and said that a dentist has patient that are sensitive after use of gcb and d. Spoke to the dentist. She said she has been having trouble with the gcb and d leaving her patients sensitive and requiring replacement of fillings. I asked her to describe treatment technique. She said she etches, rinses, gently air dries, then applies the gcb and d then rubs a few seconds then cures. She said she does this three times being sure to cure between each layer. Discussed the technique variations from those in the dfu. I asked how many patients she had to replace. She said she had 5 patients that required replacement. I asked if she could pull the charts on the patients and give incident dates. She said she did not have time for this. Several follow up calls have been made to the office without response back. (B)(4).